Event description:
It was reported that the rotapro became stuck with the rotawire. A 1.25mm rotapro atherectomy catheter and a rotawire were selected for an atherectomy procedure. Stent rotational speed was 180k rmp and maximimum observed speed was 180k rmp. During the procedure both the rotapro and rotawire became stuck to each other. Both devices were removed from the patient as one unit. The procedure was completed with another rotapro and rotawire. No patient complications were reported.